Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion ten months after the initial observations. This product issue will be updated if additional

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. The patient was checked and no other clinical observation was noted. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.